Event description:
Related manufacturer reference number:2017865-2022-47133. It was reported that the patient presented for generator changes procedure. During the procedure it was noted that the setscrew of the pacemaker was stripped and unable to remove the setscrew from the header. The multiple attempts with multiple wrenches to break the header led the right ventricular (rv) lead damaged. The pacemaker was explanted and replaced. The rv was capped. The patient was in stable condition throughout the procedure.